Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer states they have been experiencing a lot of high and low blood glucose lately. The customer was treated for the low blood glucose with glucose tablets and drinking sprite. Customer¿s blood glucose level was 68 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. The customer thinks that the insulin pump over delivered insulin. Advised customer that the insulin pump will need to be replaced. The product was returned for analysis.

Manufacturer narrative:
Findings: act and down arrow buttons did not respond due to flattened button dome switches(no crease). No unlock on lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, dat test, download or verify excessive no delivery alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.